Manufacturer narrative:
On (B)(6) 2010 haemonetics rec'd an orthopat machine for maintenance from a sales rep. No donor or operator injury or reaction was reported. The device powered up and ran a few cycles with no issues. When the outer skin was removed a blood spill was found on the power supply and the top deck. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).

Event description:
On (B)(6) 2010 haemonetics rec'd an orthopat machine for maintenance from a sales rep. No donor or operator injury or reaction was reported.